Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the unit shut down prior to a procedure. There was no patient involvement. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).